Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope had air leak from the angle section. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The subject device is used twice per day. User facility carries out pre-use inspections. The device is rinsed with endo cleanse purification. The customer was able to clean, disinfect and sterilize the subject device prior to sending to olympus. User facility does not know when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Watertightness was not maintained due to deformation of the internal parts of the up/down knob. In addition to evaluation in, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Improper insertion of the instrument into the forceps channel was observed. Scratches were on the insertion tube. The insertion tube was discolored. Wrinkles were in the insertion tube. Liquid leakage was observed in the operation part. Scratches were found on the operation part. The operation part was discolored. The curved rubber adhesive was missing. Scratches were found on the tip cover. The adhesive part of the lighting lens had come off. Scratches were found on switch button 1. Scratches were found on switch button 3. Switch button 4 was worn out. Scratches were found on the switch box. There was a strange noise from the up/down knob. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Watertightness was not maintained due to cracking of the scope connector. There was water leak detection in scope connector. Scratches were found on the scope connector. There were scratches on the right/left angle fixing knob. Scratches were found on the objective lens. The adhesive part of the objective lens had come off. Scratches were on the operation unit cover. Scratches were found on the grip. The forceps plug cap had been scraped off. Scratches were found on the universal cord. Wrinkles were observed in the universal cord. There were scratches on the scope connector cover. Protector of universal cord on operation part side had scratches. Protector of universal cord on scope connector side had scratches. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.